Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient with a tmj implant sustained an accident due to her seizure disorder resulting in post-traumatic osteomyelitis. The patient is now being considered for revision with a custom implant due to injuries sustained during the incident. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00345.

Event description:
It was reported that a patient developed osteomyelitis post implantation of an initial left tmj device. The patient is being considered for a revision procedure at an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.